Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly and determined that the cause of the reported issue was that paddles connection pins 7 and 3 had excessive wear.  Test pins inserted into the barrels had a very loose fit and would easily fall out during testing.  Physio observed that many of the retention/contact springs in both barrels were missing.  This resulted in intermittent leads off in paddles lead ECG.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy connector assembly to resolve the reported issue and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that they were intermittently unable to obtain a patient's ECG rhythm while in paddles lead ECG. As a result, defibrillation therapy may have been delayed, or unavailable, if it had been necessary. Medical personnel were attempting to monitor the patient using a quik-combo therapy cable and defibrillation electrodes. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to obtain additional information about both the patient and the event; however, no response has been received.